Manufacturer narrative:
Visual and photo inspection concluded that a portion of the polyethylene bag was stuck to the polished surface. The shell was packaged with a polyethylene bag, which is no longer used for packaging this device. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that a bipolar cup was opened in a sterile environment and was expected to be implanted. Once opened and placed into the sterile field, the staff and surgeon noticed the cup had the inner plastic wrapper stuck to the implant; the plastic was unable to be removed. Surgery was completed with a different device, with no delay in surgery.